Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to femoral stem fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 - 04459. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found the stem has fractured as is lodged within the trephine. Device was submitted for further analysis. Analysis determined the presence of beach marks suggests the fatigue failure mode. Due to post-fracture damage and smearing, the fracture initiation site cannot be determined with certainty. Xrf analysis found the stem material to be consistent with the ti6-4 titanium alloy. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a heath care professional. Review found patient had pain, difficulty with activities of daily living including getting out of a chair, ambulating distances and stairs. X-rays show femoral stem fracture. Intra-op notes found the lock pin was also broken and evidence of metallosis in the knee tissue and synovium. Femoral component was grossly loose and easily removed with significant amount of osteolysis. Tibia was well fixed. No complications noted. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; g4; g7; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.